Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing all the keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, the keypad flex connector was found to be not fully closed.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok button would not respond to user presses and could not pass verify screen. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.